Event description:
On 5/1/1998, the facilities nurse informed the manufacturer's sales rep of the following: the device was leaking due to a tear in the device catheter and as a result, the device was explanted on 5/1/1998. The exact catalog/lot number of the device was not known; however, it was either a ssd-16 or an spd-16. Additionally, it was stated that the device was sent to an outside lab for analysis. No further details were provided at this time.